Event description:
It was reported that, "during the tha, the surgeon had to ream the patient acetabuli deeper than a common tha. After reaming, he inserted the trident hemispherical solid back shell. However, he could not insert a pe insert into the cup because a bone of the anterior acetabuli blocked to insert the pe insert into the cup. Therefore he had to shave it with a chisel to insert the pe insert. During the bone resection, the cup was loosened."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.